Event description:
When pulse oximeter applied to pt's finger, pt and nurse felt an electric shock. There was no arc. The shock was strong enough to dislodge the nurse's ID badge from its holder. Nurse had sharp pain in arm and chest requiring ambulance transport to ed for evaluation.